Event description:
It was reported that the pump declared an altitude alarm 21. There was no reported impact to the customer's blood glucose level. The customer followed instructions to clean the speaker holes and reconnect the cartridge, which resolved the issue, allowing insulin to resume normally after waiting a short time. No recurrence of the alarm was noted, and the pump returned to normal operation.